Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number gd894667 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that the home patient (hp) noticed that the minicap disconnect cap had a lack of iodine. The hp stated that there used to be betadine colored solution coming out when the tubes were being initially drained but that does not happen anymore. The hp was advised not to use that minicap. A replacement order of minicaps was sent to the patient. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).the actual device was not available; however, 43 companion devices were received and evaluated. Visual inspection and pressure testing found no defects with the devices. Iodine was found present in all of the devices. The reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.